Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This is potentially reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: there were pump reboots after call service (cs 052/cs054) alarms and unexplained pump reboots observed in the black box. The battery cap was not returned with the pump. The battery compartment was cracked and a new test battery cap was able to fully attach to the pump. A review of the black box and alarm history revealed multiple call service alarms. The pump alarmed with a call service alarm upon power up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The component was replaced on the pcb; the pump was powered up and exercised with no further alarms. The pump cover was removed and there was no evidence of moisture internally. (B)(4).